Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer's representative regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump for an unknown indication for use. The patient reported they did not get pain relief. The event date was unknown. Contributing factors and troubleshooting were unknown. It was stated it was unknown what actions/interventions were taken, however, it was reported the pump was explanted on (B)(6) 2017. The pump would not be replaced by a medtronic product. It was reported the pump was already sent for return. The issue was not resolved. The patient status was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, (B)(4), found no anomaly. The analysis interrogation report indicated the pump delivered morphine (15.0mg/ml). The pump was returned programmed to minimum rate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturing representative. Both the catheter and pump were returned to the device manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative. The implant date of the of the pump involved in this event was unknown. The date which the patient first began to experience the lack of pain relief was unknown. According to the surgeon, the patient did not receive adequate pain relief, and the patient was also sensitive to move. The patient also heard an alarm and thought that it was a dysfunction to the pump. The cause of the patient's lack of pain relief was unknown. The pump was explanted, and further care of the patient had not been shared with the manufacturing representative.